Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(4). (B)(4) no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the lead was cut and only part of the lead measuring 14.4 cm from the connector pin was returned. Full breach insulation degradation was noted at 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.